Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a nanoclave stopcock w/baseplate, spin luer, 2 ext that experienced breakage. It was not reported whether there was patient involvement. It was reported that the stopcock plates breaking off on the or IV sets. No delay or human harm has been reported.

Manufacturer narrative:
Received one (1) opened/unused ac236 admin set for inspection. As received, the baseplate of the manifold was broken off. Examination of the baseplate and manifold showed sufficient solvent coverage. The reported complaint can be confirmed. The probable cause is due to an external force. It is unknown when the external force occurred. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.